Event description:
The customer received a questionable phenytoin result on their c501 analyzer. The patient's initial phenytoin result from a plasma sample was 20.9 ug/ml. This result was questioned by the customer and not reported outside the laboratory. The customer repeated the test using a serum sample drawn at the same time as the initial plasma sample using another c501 analyzer, serial number (B)(4). The repeat result was 12.9 ug/ml. The customer considered 12.9 ug/ml to be correct because it matched the patient's previous results. There were no adverse events. The phenytoin reagent lot number was 64018901 and the expiration date was 08/31/2012. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The same patient samples were analyzed on two different c501 analyzers. For c501 analyzer with serial number (B)(4), refer to medwatch with (B)(6).

Manufacturer narrative:
It was determined the event was related to pre-analytical sample handling. The customer found the high result was most likely caused by the sample being drawn from an IV line and not a venipuncture. The line was most likely contaminated, causing the higher results. Results from a separate sample matched well to the previous results for this patient.